Event description:
It was reported that a device was used during an unknown procedure. It was reported by the affiliate that the atw35 instrument was fired and there was a strange "snap". The device did not cut all the way down the staple line. A new instrument was opened to complete the case. The pt had an extended operating room time of 45 minutes.